Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pbk490, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when sewing the uterus during the suture of cesarean section of lower uterine segment. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.